Event description:
It was reported that a home patient had air bubbles in the patient line during fill one on the homechoice device during peritoneal dialysis. The homepatient was connected. The technical service representative advised the homepatient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.